Event description:
It was reported that during a laparoscopic cholecystectomy the device leaked. The use of a fast instilling insufflator could not keep up with the loss of gas. The procedure was completed with reduced pneumoperitoneum and some gripping by the doctor. There was no patient injury. Additional information was requested, but no additional information was provided

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the device was tested for leaking, and showed no signs of leaking both with and without a test obturator inserted into the device. The device history record was reviewed and no discrepancies were noted.